Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms with multiple cartridges during the load process. Customer's blood glucose level was in the 300 mg/dl range, which was addressed with a manual injection. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy. Multiple attempts were made to verify alarm number in pump, however, the customer did not respond.